Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to dirt problem, component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex video scope exhibited dirt on the objective lens and a detached distal end. There was no patient involvement.